Event description:
It was reported that an asymptomatic patient presented for non-sustained rv lead noise. The patient received a vibratory alert for non-sustained lead noise and merlin.net alert transmission was also received. Stored egm showed that non sustained lead noise was due to sensing latency on the far field channel. The device was reprogrammed successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.